Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported a loss of therapy. The patient reported that ¿I had another stimulator put in a few months ago ((B)(6) 2017) but they (manufacturer¿s representative (rep)) won't come to the house now, and my feet have been broken and my toes were amputated so I am in bed and I need a rep to come to the house and I need to turn it up or get another lead going because I am starting to hurt.¿ the patient reported that ¿I wasn't feeling well so I knew how they were in I don't know exactly, oh it was in the end of (B)(6)." It was noted that the patient became angry when the role of the rep was reviewed. The patient reported that "I can't go to the doctor¿s office and they need to come here, you came here a couple of times in the beginning.¿ the patient hung up on the call. Additional information was received from the patient on (B)(6) 2017. The patient reported that she needed to have another lead started. The patient reported that the right side was not going. The patient reported that the lead that was turned on was working well. The patient reported that she couldn't get into the healthcare provider¿s (hcp) office. The patient reported that she had laid there hurting long enough. The patient reported that since (B)(6) she had been hurting and in bed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.